Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 460 mg/dl with nausea, vomiting and headache associated with a power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the battery compartment was cracked and there was intermittent power to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power and damage to the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: the black box showed multiple unexplained pump reboots on (B)(6) 2016. The last basal delivery was on (B)(6) 2016 at 02:49 am. The total daily doses added up correctly and reflected the programmed basal rate target. The battery compartment was cracked and the returned battery caps threads were stripped. The battery cap was unable to fit to maintain electrical connection therefore, the original complaint was duplicated. A test cap was used and was able to fit to the pump and no further power issues occurred. The pump reflected 24u after a 24 hr on 1u/hr duration test. The pumps cover was removed and no intermittent was found to the power printed circuit board. (B)(4).